Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis patient's spouse called in to technical support to request a pick up of the peritoneal dialysis (pd) patient's cycler because he passed away at the hospital due to cardiac arrest. According to the pdrn, the patient was hospitalized for a surgical procedure unrelated to dialysis and was not connected to the cycler at the time of death. No further details provided at time of call or upon follow up. Medical records have been requested.